Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a recent car accident the patient experienced ineffective therapy. Diagnostics revealed high impedances on one of the leads. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the lead was replaced to address the issue. It is unknown which lead had impedances.